Event description:
It was reported that there was an infection around the pump that needed to be cleaned. Reporter was unclear if there was an infection but confirmed that there "a great hematoma." The patient went for a refill on the day of the initial report but the healthcare provider (hcp) was afraid that if he tried to fill the device the patient would get an infection and hence it had to be cleaned up in there. It was added that when pump was implanted the entire area of leg was black and blue and there was "blood fluid" on top of pump inside the skin. It was also added that though it was a 40ml pump they had injected 20ml of the drug at the time of implant and patient was to run out of drugs the day after initial report. Patient was concerned about "bad withdrawals." The implanting hcp was aware of the situation drug delivered via the device was fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4).